Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds access & delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2017. According to the complainant, during the procedure, working channel was deformed. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the spyscope ds device found the working channel sleeve extended from the distal cap when received. The tips of the protruded sleeve were frayed. The proximal end of the distal cap was aligned with the cap weld. There was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. A functional evaluation was performed and the distal tip articulated without issue. The distal end of the catheter was removed to examine the working channel and the distal cap was removed. The distal end of the exposed working channel sleeve was tugged; some part of the distal end of the exposed working channel sleeve did detach from the catheter. The catheter was then cut open to expose the working channel sleeve and the catheter was pulled back to assess the adhesion of the working channel sleeve to the pebax. The working channel sleeve did not fall out and was pulled out of the catheter. There was evidence of adhesion of the working channel sleeve to the inside of the catheter, as seen by the white areas on the proximal end of the pebax and the faint working channel sleeve braid imprint throughout the pebax region. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation and the receipt condition/functionality, the most probable root cause is "manufacturing". An investigation addressing this issue has been completed. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope ds access & delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2017. According to the complainant, during the procedure, working channel was deformed. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.